Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part #323.042-exs / lot #2666047. Manufacturing location: (B)(4). Manufacturing date: 28.dec.2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that an lcp (locking compression plate) drill sleeve for drill bits was noted during inspection at the loan department to be broken. A small portion of the device¿s thread tip was chipped / broken off. The piece of broken thread was missing. There was no patient involvement. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a product development investigation was completed. The investigation summary indicates that: an lcp (locking compression plate) drill sleeve for drill bits was noted during inspection at the loan department to be broken. A small portion of the device¿s thread tip was chipped / broken off. The piece of broken thread was missing. The visual inspection of the returned drill sleeve has shown that a part of the threaded tip section is broken out. Additional there are some small scratches detected. The labeling is faded and is an indication that the part was reprocessed a lot of times. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. This part was manufactured in december 2010 and is now more than 7 years old. Based on these findings we conclude that the cause of the breakage is not due to any manufacturing non-conformance. Unfortunately we are not able to determined the exact cause which has led to the breakage, it is likely that a mechanical overload situation for example lateral stress has led to the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.